Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed. Power module, serial (B)(6), was evaluated and the reported event was verified and resolved by replacing the ac/dc power supply printed circuit board (pcb). The unit was run for several days without issues; it worked as intended. A full functional checkout was performed and the unit passed all tests. It power module was sent to the customer site. The ac/dc power supply was forwarded to ppe for further analysis. Further analysis of the power supply showed no signs of physical damage. The pcb was connected to a test power module and was not able to provide power to the unit. There was a drop in voltage after the t1 transformer that did not supply enough voltage to turn on the main pcb. The board was sent for third party testing, but the event was not reproduced. An external corrective action request (ecar) was initiated to address the issue. No further action for abbott manufacturing is recommended at this time. This manufacturing task will be conservatively marked manufacturing or design-related despite the fact that a specific root cause for the component issue could not be conclusively determined. A root cause for the reported event was a damaged power supply pcb; however, the root cause for this damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module failed out of the box once going through set up and testing. Once everything was set up, the alarm went off and the wrench indicator lit up indicating an internal problem. The power module was charged and another battery was tried but still failed and continued with internal alarming.